Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh and (bs) obtryx were used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence, cystocele, and anterior wall defect. It was reported that the patient had the concurrent procedures of an anterior repair with mesh graft and cystoscopy performed during mesh implantation. It was reported that patient underwent vaginal excision and revision with removal of portion of the graft that was exposed on (B)(6) 2007 for severe dyspareunia and graft exposure. It was reported that patient underwent excision of exposed graft on (B)(6) 2007. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion of the mesh the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems, vaginal scarring and skin graft. (B)(4).